Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft breakage occurred. The lesion being treated was 90% stenotic. The physician advanced the 7.0x20mm sterling balloon catheter to the lesion and after dilating the lesion, the physician deflated the balloon. During removal, the device got stuck in the hub part of the sheath around the guide wire exit port. The guide wire and the shaft of the device were fixed. The physician attempted to carefully retrieve the device from the sheath but during the attempt the shaft of the device broke. The device and the sheath were removed as one unit. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "good".